Event description:
It was reported that the patient had return of symptoms and was admitted to the emergency room reporting pain. Event logs confirmed empty reservoir alarm occurred 7 days ago. It was noted that the patient previously had a dose adjustment but the physician didn't change the refill date. The patient denied hearing the audible pump alarm. It was further noted the patient lost a lot of weight recently and the pump was very loose in the pocket and had a history of flipping. The pump was used to deliver morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709sc, lot # n271753014, implanted on: (B)(6) 2011, explanted on: unknown.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up regarding the pump being loose in the pocket and flipping as well as the patient¿s weight loss will be conducted in manufacturer report # 3004209178-2013-04736. Some of the following information was previously reported in manufacturer repoort # 3004209178-2012-08078. Additional information received reported the patient had severe pain and nausea due to having a dry pump for a week. The dry pump was confirmed by telemetry. The dose was increased, but the refill facility was not aware of this so the pump ran dry on (B)(6) 20112 and was seen on (B)(6) 2012 for a refill in the emergency room. The patient was transitioned from morphine to prialt on (B)(6) 2012 and still has pain with prialt at the lowest dose setting. The patient was scheduled for a refill (B)(6) 2012. No further information was received.

Manufacturer narrative:
(B)(4).